Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; defect was detected: low, e-2 and discolored chemistry. Most likely underlying root cause: rc-061: storage outside specifications, rc-069: missing chemistry; user washed strips. Note: manufacturer contacted customer in a follow-up call on 21-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 125 mg/dl (post prandial). The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 127mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is 4 days ago. The meter memory was reviewed for previous test result history. (B)(6).